Event description:
During the saphenous vein harvesting procedure, the balloon on the short port had a slow leak. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.